Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. It was found that the ac mains connections at the transformer were loose and were retightened. All software was reloaded. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 9800 would not always fully initialize and that the patient information page would not upload. There was adverse patient involvement reported. There was no patient information reported.